Event description:
Patient reported the needle button released on it's own. Patient reported on the evening of (B)(6) 2020 she replaced her v-go 40 device on her abdomen and administered 5 mealtime clicks. Patient reports that she was able to administer her 5 breakfast clicks, however at around 2:30 cmt, she attempted to administer her 5 mealtime clicks and the needle button popped out.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the needle button released could not be confirmed. The device was returned with the needle button depressed and the needle release button unused (not activated). The needle mechanism was tested and pass with no issue observed.